Event description:
It was reported that during IV therapy to an 18 month pt the IV site infiltrated. The pump had been running at 10 ml/hr to a site in the foot. Swelling was noted up to the pt's knee befre the infiltration was noticed. The pump did not alarm during this time. The IV site was discontinued. The application of hot packs to the IV site was the only intervention required.